Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. An assessment was completed by the software support team (crc-221). The reported problem was not confirmed. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with improper free collection or due to loose placement of the tracker/change in position of tracker. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted revision surgery, the knee model on the sticky view, in the bottom right, was barely visible as it was higher on the screen. The surgery was planned as normal and it was noticed that the sagittal tibia view was distorted as well (before adjusting slope). They proceeded with the case as normal, but the surgeon did not make any cuts using cori. The system was used to assess balance. Surgery was completed, without any delay, with a competitor's poly with a greater thickness. No patient injuries were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).